Manufacturer narrative:
Chair load rating: 450 lbs, 205 kg.

Event description:
After a large pt was positioned in the chair the back gave slowly in, bending backwards (in a slow motion) all the way down until the top of the chair hit the floor. The back did not break off the chair - the welding was acting as a hinge. No pt injury was reported during the incident.